Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Medtronic was notified by the customer that they had high blood glucose value of 429mg/dl on (B)(6) 2023. Customer did not have any symptoms of high blood glucose. Current blood glucose value was unknown. Customer alleged that pump was under delivering. Pump was used within 48 hours of the high. Smartguard was used. Customer treated the high with their back-up plan. No further patient complications were reported. Troubleshooting was done. Customer was advised to consider changing the insulin, reservoir, and infusion set. Customer will monitor and continue to use the pump. Pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 with this report.

Event description:
Information received by medtronic indicated that customer experienced hyperglycemia with a blood glucose value of 429mg/dl. Customer stated that pump was under delivering. Customer was treated with emergency plan and no further patient complications were reported. Trouble shooting was done and customer was advised to consider changing the insulin, reservoir, and infusion set. The customer was using auto-mode feature of the insulin pump and customer has been using the insulin pump system within 48 hours of the event. The customer will continue to use the insulin pump and monitor it. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.